Event description:
During an arthroscopic bankart repair. After deployment of the anchor, the dr pulled on the suture and the anchor broke. The dr decided to perform transglenoid suturing to complete the case.